Event description:
Related manufacturer reference: 2938836-2018-11986. During follow-up, loss of cardiac sensing and noise were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the ra lead was dislocated. In addition, a high capture threshold was observed on the right ventricular (rv) lead. The rv and ra leads were explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A complete lead with a stylet was returned in one piece for analysis. The reported events of no sensing and noise were not confirmed. Electrical testing did not find any indication of conductor fractures. Internal shorting was noted between conductors due to an overtorqued inner coil at the connector region, which was consistent with procedural damage. Visual inspection found the helix was partially extended and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The measured full helix extension length was within product specification.